Manufacturer narrative:
(B)(4). The device was available for evaluation. This was an ancillary event found during the service of the device. Review of the event log found evidence of the iipv event. The cause was determined to be inappropriate bypass of the low drain volume alarm by the user. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the labeling for the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle three. The patient's ultrafiltration reading was 1730ml, indicating the home patient (hp) drained 1730ml more than their maximum programmed fill volume of 2000ml. No additional information is available.